Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer had been experiencing elevated blood glucose (bg) levels for the past 3 days when he last changed his infusion set site. Customer reported a bg over 500 mg/dl. The customer reverted to manual injections of insulin to address the elevated bg's and for diabetes management. Troubleshooting with tandem technical support identified the infusion set cannula was kinked. The customer will return to use of the insulin pump. Although requested, infusion set information was also not provided.